Event description:
It was reported that there was an apparent right ventricular lead micro dislodgment with intermittent capture and high threshold; no capture was also reported. The lead was explanted and replaced. No patient complications were noted as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Blood/body fluid was observed in/on the helix/lobe mechanism and in/on the proximal conductor. The outer insulation was breached cut. Apparent explant damage was noted. No anomalies were found.